Event description:
The customer reported that the alinity I stat high sensitive troponin-I was elevated when compared to a troponin t result (platform unknown). Customer reference range: hs troponin I 0.0-26.2pg/ml. Troponin t 0.0-100.0pg/ml. On (B)(6) 2024 another patient sample was tested for troponin I, which generated a result of 2513.6 pg/ml. Other laboratory data: on (B)(6) 2024 troponin I was 2988.7 pg/ml (from reagent lot 57106ud00) & troponin t was 93 pg/ml. The customer thinks it is questionable that only alinity I stat high sensitive troponin-I is high and plans to perform further testing. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 57638ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 57638ud00 was identified.

Event description:
The customer reported that the alinity I stat high sensitive troponin-I was elevated when compared to a troponin t result (platform unknown). Customer reference range: hs troponin I 0.0-26.2pg/ml. Troponin t 0.0-100.0pg/ml. On (B)(6) 2024 another patient sample was tested for troponin I, which generated a result of 2513.6 pg/ml. Other laboratory data: on (B)(6) 2024 troponin I was 2988.7 pg/ml (from reagent lot 57106ud00) & troponin t was 93 pg/ml. The customer thinks it is questionable that only alinity I stat high sensitive troponin-I is high and plans to perform further testing. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13-24 and there is a similar product distributed in the us, list number similar us ln 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. MFR 3005094123-2024-00197 is for lot 57106ud00.